Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cardiosave intra-aortic balloon pump (iabp) cart's power supply is defective. There was an intermittent functionality of the battery charging. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information; e1 (event site postal code;(B)(6)) .it was reported that during routine check cardiosave intra-aortic balloon pump (iabp) unit ¿the cart's power supply is defective¿. A getinge field service engineer (fse) called the costumer to get more information about the problem. The customer stated, we are facing an intermittent functionality of the battery charging. When fse called the biomed tech to analyze the device, they couldn't see the abnormality. Again talked to him on (B)(6) 2023, he said that the device is working and the batteries is charging. No patient involvement was there. H3 other text : issue resolved over phone call.